Event description:
It was reported patient had a primary bilateral of left knee. He reported constant pain, difficulty walking and sitting down. X-ray showed blackness and loosening in the area. Patient is scheduled for a revision surgery and is inquiring if his implants are part of the recall.

Manufacturer narrative:
An event regarding loosening involving an triathlon femoral component was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: insufficient information was provided for medical review. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: a CAPA trend analysis was performed for this product family and event which identified (clinical) user-related and patient factor issues as potential root causes; however, the exact cause of the event could not be determined because the device was not returned and insufficient medical records were provided for review. Further information such as pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
It was reported patient had a primary bilateral of left knee. He reported constant pain, difficulty walking and sitting down. X-ray showed blackness and loosening in the area. Patient is scheduled for a revision surgery and is inquiring if his implants are part of the recall.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.